Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Round bit at the end with bristles totally came off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on that morning as he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, the round bit with bristles at the end of the oral-b brushhead, version unknown totally came off. The consumer noted that he had used an oral-b toothbrush for many years, and this had never happened before. No symptoms developed. No further information was provided.